Event description:
It was reported that during a sleeve gastrectomy procedure, the device failed either to fire or to open after closing the jaws. The surgeon had to cut around the jaws to free the stomach from the stapler. The surgeon then continued with a new sterile stapler then by hand sewing. The surgeon ended with a wide open stomach. The surgeon had a big washout with iodine inside the abdomen to clean the pt's cavity from the stomach juice. Surgery was prolonged 30 minutes.

Manufacturer narrative:
Info anticipated, but unavailable at this time.